Manufacturer narrative:
The device associated with this report was not returned. The root cause is user error. Surgeon originally cut for a posterior stabilized femur and an cruciate retaining femur was inserted. Surgeon recognized the error on the post op x-ray and the patient was taken back to surgery. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found indicating product error was a contributing factor to the reported event and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Surgeon originally cut for a posterior stabilized femur but when boxes were checked we missed the fact that a cruciate retaining femur was inserted. Surgeon recognized the error on the post op xray and the patient was taken back to surgery.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.